Event description:
Customer reported an insulin leak from the bottom of the reservoir. Customer stated that she was tapping the reservoir to get rid of the bubbles when she noticed the leak. Customer stated that the leak is from the o-ring area. Customer's current blood glucose reading is 235 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.